Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified the prior statement made regarding the tenderness and pain at battery site by noting "one edge of the ins seemed to have become more shallow. No concern or issues with the device itself, just that the device was too close to the dermis and painful." When asked the cause of the issue the rep indicated "it is unknown if there were any contributing factors that led to the device becoming more shallow. Neither the patient or surgeon provided any causation." The rep indicated that the issue has been resolved and that the issue was discussed with the physician at the time of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that about three months ago patient started having tenderness and pain at the battery site. The exact date was unknown. The pocket was revised today (B)(6) 2025) to place the battery deeper under the subcutaneous tissue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.